Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight bursts of anti-tachycardia pacing (atp) and two shocks as inappropriate therapy due to the patients sinus tachycardia. Technical services (ts) discussed the stored episodes as well as the device programmed setting and how they could be adjusted to hopefully prevent this from reoccurring. The device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight bursts of anti-tachycardia pacing (atp) and two shocks as inappropriate therapy due to the patients sinus tachycardia. Technical services (ts) discussed the stored episodes as well as the device programmed setting and how they could be adjusted to hopefully prevent this from reoccurring. The device remains in service. No additional adverse patient effects were reported. At a later date, it was reported this ICD delivered three bursts of atp and one shock due to the patients rate dependent aberrancy. Ts was consulted and discussed the stored episodes as well as the device programmed settings. This ICD remains in service. No additional adverse patient effects were reported.